Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an insulin pump error. Customer's blood glucose value was 280 mg/dl. The customer was assisted with troubleshooting. Customer reports they were unable to clear the alarm. Customer states they were unable to rewind the insulin pump. The customer was advised to revert to the back-up plan. The device will be returned for analysis.